Event description:
It was reported that air bubbles were observed within the cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.